Event description:
Boston scientific received information from the patient stating the power cord and bottom of the communicator were hot to the touch. No adverse patient effects were reported. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator was returned and analysis was performed. The post market quality assurance laboratory confirmed the power supply became hot during analysis. Frayed wires were noted inside the molded strain relief. Additional analysis was performed and noted that the insulation near the strain relief of the power supply became hot and split open. The strain relief of the power supply also became misshapen. The communicator powered on with a known good power supply and passed all checks. The communicator did not become hot to the touch during analysis. Vendor analysis did not confirm the reported allegation.